Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a vicmo 12.6, -08.50 diopter, implantable collamer lens into patient's left eye (os) on (B)(6) 2020. The tore before/during loading. Damage was noted while removing from vial. Reporter states "the lens touched the eye and patient was not injury." Lens was implanted/removed and replaced intraoperatively for a same model and size and power lens. This backup lens resolved the problem. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicmo 12.6, -08.50 diopter, implantable collamer lens into patient's left eye (os) on (B)(6) 2020. The tore before/during loading. Damage was noted while removing from vial. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).